Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced high blood glucose level. Customer's blood glucose level was 385 mg/dl at the time of incident and current blood glucose level was 415 mg/dl. Customer reports their was no related symptoms of high blood glucose. Customer treated with bolus from insulin pump. Customer states that they does not allege pump was under delivering. Customer states drive support cap appears to be normal. The insulin pump will not be returned for analysis.